Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the needle did not grab. The method used to achieve hemostasis was not provided. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The current labeling was found to be sufficient. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) regarding a (B)(6) male homechoice peritoneal dialysis patient. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis. In (B)(6) 2010, a peritoneal effluent culture was performed. The culture result was unknown. Treatment information was not provided. The cause of the peritonitis was not reported. It was unknown whether the event resolved. Medical history included end stage renal disease (esrd). Per the nurse, the peritonitis was not related to the peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). Sample not available.